Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Additionally, the insulin gauge displayed an inaccurate fill estimate of 65 units and remained static. The customer¿s blood glucose (bg) level reportedly ranged from the 200s mg/dl - 570 mg/dl. The customer administered a manual injection in order to address for the elevated bg level. A supply change was performed resolving the occlusion. System check could not be performed as the occlusion occurred in the past. Reportedly, the fill estimate issue was resolved after the customer loaded a new cartridge.